Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: 5.5. Date: (B)(6) 2011; inratio: 1.6. Pt's therapeutic range is: (2.0-3.0).